Manufacturer narrative:
Additional information was received and the hospital name and address was updated.

Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time. Warnings: metallic implants can loosen, fracture, corrode, migrate, or cause pain.

Event description:
Information was received that x-ray images revealed that the nail broke at the distal proximal screw. As per the reporter, the patient experienced pain in (B)(6) 2019. It is unknown if a revision procedure is planned.

Manufacturer narrative:
Device evaluation: visual inspection of the returned nail confirmed the reported failure mode. Due to the nature of the breakage observed, the broken ends are not straight but rather stretched. This could indicate that the nail was subjected to excessive bending, rendering it softer and resulting in its breakage. The location of the failure (at the two holes on either sides of the nail) is consistent with what we would expect from a mechanical bending failure in fatigue. The work order was reviewed and confirmed the device passed all inspections and acceptance tests prior to shipment. The type of breakage observed can result from a mechanical bending failure in fatigue due to excessive stress being applied by the patient during daily activities. Device records review: review of the device history record for the rod confirmed that it met all of the required quality inspections prior to release.

Event description:
No additional information was provided.